Manufacturer narrative:
MDR made in error. Duplicate of (B)(4).

Event description:
Error.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: IV line set up with ns primary bag, secondary tubing, and cstd device connected to patient¿s hickman line. Cytarabine 2670mg IV started at 1027, programmed to infuse 150ml over 2 hours at 75cc/hr. At 1040, rn noticed chemo bag nearly empty and running faster than expected. Pump paused, but secondary bag continued to drip. IV tubing and hickman lumen clamped. Patient stable, reported feeling flushed and lightheaded. Md and pcc notified; 500cc ns bolus started. Biomed found overfilled ns primary bag and full drip chamber, suspecting backfill valve issue. Pump and tubing sent for investigation. Pharmacist and care team informed.